Event description:
On (B)(6) 2012, the reporter contacted animas and reported that the down arrow and ok keypad buttons were intermittently unresponsive for two months. The reporter denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be intact. The down arrow button was found to be unresponsive to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the display lens was found to be badly scratched and the display screen was faded and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.